Manufacturer narrative:
A patient controller displayed an error message " MRI not advised" there may be a problem with the implanted leads" while attempting to set ipg to MRI mode was reported to abbott. Troubleshooting was attempted, patient was unable to go into MRI mode. Lead diagnostic impedances on contact #11. The entire system was explanted due to patient needing an MRI. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. Section b3: event date is estimated.

Event description:
It was reported that the patient was in need of an MRI but the patient's scs system was unable to enter MRI mode due to a lead related impedance problem. Surgical intervention was undertaken on (B)(6) 2023 where in the patient's system was explanted to address the issue.